Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys ft4 iii (ft4 iii), elecsys tsh (tsh) and elecsys anti-tpo (anti-tpo) on a cobas e801 module compared to the abbott architect method. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results and medwatch with patient identifier (B)(6) for information on the anti-tpo results. The results from the e801 module were reported outside of the laboratory. The customer doesn't think the roche results are correct as they don't correspond to the patients' medical history or clinical picture. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4). The customer suspects an interference in the patient samples affecting the results.

Manufacturer narrative:
Two (2) samples of 2 different patients were investigated. Investigation of sample 1 confirmed an interferent against a component of the reagent which is consistent with falsely decreased values of the tsh assay. This interference is covered in product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. During investigation of sample 2 no interferring factors were found. Both the tsh and ft4 values, generated with the assays from roche diagnostics and abbott, have values above the normal reference ranges of the respective assays. The differences of the tsh and ft4 values, generated with both types of analyzers, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used.